Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The technical service representative (tsr) had the home patient (hp) cycle the power. The tsr instructed the hp to close all of the clamps, turn off the hc and disconnect from the hc aseptically. The tsr instructed the hp to contact the nurse about the alarm. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4). A 510k number was not provided due to the product code and lot numbers being unknown.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.